Manufacturer narrative:
The investigation determined that higher than expected thyroid stimulating hormone (tsh) results were obtained from a non-vitros mas quality control fluid processed using vitros immunodiagnostic products tsh reagent lot 7520 on a vitros 5600 integrated system. A definitive assignable cause could not be determined. Based on historical quality control results, a vitros tsh lot 7520 related issue is not a likely contributor to the event. Additionally, continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tsh reagent lot 7520. As no precision testing was performed on the vitros 5600 system around the timeframe of the event, an instrument related issue cannot be ruled out as a contributing factor of the event. No information about the customers protocol when preparing and handling the mas control fluids was provided and therefore, an issue related to the mas level 1 control cannot be ruled out as a contributing factor of the event. The results for the mas level 3 control were within expectations on the date of the event.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected thyroid stimulating hormone (tsh) results were obtained from a non-vitros mas quality control fluid processed using vitros immunodiagnostic products tsh reagent lot 7520 on a vitros 5600 integrated system. Mas lot oim2810 level 1 results of 0.215, 0.228, 0.211 and 0.205 miu/l vs the expected result of 0.131 miu/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher-than-expected vitros tsh results were from a non-patient fluid. The customer stated that no patient sample results had been affected or questioned. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).